Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction inop and no sound coming from unit. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient harm was reported.